Event description:
It was reported that while using a bd insulin pen needle, the needle detached from the hub and remained inside the patient's arm. The patient received an x-ray which located the needle and surgery under local anesthesia is planned to remove it.

Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history records revealed no irregularities during the manufacture of reported lot number 4232210. Conclusions: without a sample an absolute root cause for this incident could not be identified. If additional information is received regarding the incident, a supplemental report will be submitted. (B)(4).